Event description:
An aus device was implanted on 8/25/80. The pump was revised on 9/19/94. The balloon was removed from the patient and replaced on 6/2/97 due to recurring incontinence-decreased pressure in system.